Event description:
A home pt (hp) reported 3 incidents of dry minicaps. Hp noted the sponges to be light yellow in color and hard. Per the hp, the packages were sealed. Hp noted prior to use and reported no pt injury or medical intervention was associated with this incident.